Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the stapler was able to fire but the staple line was incomplete on the proximal part. The surgeon placed the cartridge and at the moment of making the trigger, the cartridge advanced a part and got stuck. The surgeon placed the second cartridge and at the time of shooting, the pocket knife did not short the tissue. The surgeon had to ¿invaginate¿ the line of staples to resolve the issue and complete the case. No patient injury.